Event description:
Post-op an on q pain pump was inserted. Pump failed to deliver intended medication.

Event description:
Post-op an on q pain pump was inserted. Pump failed to deliver intended medication.